Event description:
It was reported to boston scientific corp that in 2009, an ultraflex esophageal stent was used during a dilatation with stent placement procedure performed on a pt. According to the complainant, the pt had a malignant stricture and fistula in his esophagus. The physician dilated the stricture with a savary 11mm dilator and then positioned the ultraflex stent into place. However, during deployment of the stent, the deployment suture detached resulting in partial deployment of the stent. The procedure was not completed as a result of this event. However, there were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Partial deployment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.